Event description:
Per the clinic, the internal magnet was electively explanted on (B)(6) 2026, due to a performance decrement. It is unknown if the patient was reimplanted with a new device as of the date of this report.